Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. The catheter had dried, crystallized material occluding the dispensing holes. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl, clonidine and bupivacaine at 300 mcg/ml, 150 mcg/ml, 30 mg/ml concentrations and doses of 80.88 mcg/day, 40.44 mcg/day, 8.088 mg/day respectively via an implantable pump. It was reported the patient had increased pain on (B)(6) 2016 despite utilizing the personal therapy manager, ptm, and oral breakthrough pain medication. A catheter access port (cap) contrast study was performed on (B)(6) 2016 and revealed restricted, patchy dye dispersion with dye loculated to the right and anterior of midline. The catheter was found to have dislodged and migrated. It was indicated the issue was related to the device or therapy. On (B)(6) 2016 surgical observation was performed and no csf was able to be aspirated from the catheter, no flow from t4 to t10. The catheter was surgically revised and the issue was resolved without sequelae on (B)(6) 2016. The issue resulted in an unscheduled clinic or office visit.

Event description:
Additional information received from an hcp reported there was a confirmed catheter event. A few months ago (fall of 2016), the patient had a fall where the catheter was dislodged, and the catheter needed to be replaced. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.